Event description:
It was reported before using the bd bactec¿ mgit¿ 960 supplement kit, contamination described as "whitish stuff resembling fungus" was observed in eighty (80) bottles. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ 960 supplement kit, contamination described as "whitish stuff resembling fungus" was observed in eighty (80) bottles. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: mgit 960 supplement kit batch 4277347 is composed of mgit panta batch 4241091 and mgit 960 growth supplement batch 4254146. The batch history record review for mgit 960 supplement kit batch 4277347 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch for contamination. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record reviews for mgit panta batch 4241091 and mgit 960 growth supplement batch 4254146 were satisfactory and no quality notifications were generated during manufacturing. Qc inspection and were satisfactory at time of release. No other complaints have been taken on either component batch. Retention samples were not available for this complaint. Three (3) photos were received to assist with the investigation of this complaint. One photo showed kit carton label of batch 4277347 exp 2026-02-25. Two photos showed panta vial with growth in the media. No returns were received to assist with the investigation of this complaint. This complaint can be confirmed for contamination by the photos received. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.